Manufacturer narrative:
Investigation summary: customer returned 17 open 8mm, 31g pen needles from lot # 0284303. Customer states that the tear drop label seal is not shut. All returned pen needles were examined and all exhibited a heat stake on the outer surface of the outer cover as well as on the underside of the tear drop label. This indicates that all of the samples were properly sealed during the manufacturing process. As per manufacturing, a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the tear drop seal on a bd ultra fine¿ short insulin pen needle was not sealed before use. No injury or medical intervention.